Manufacturer narrative:
G2: foreign country: poland. H2/h6: the system was serviced. There was an incorrectly set image source on planning station monitor. The image was not displayed, only notification of no input signal. It was noted that the camera was in good technical condition. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an incorrectly set image source on the monitor. The image was not displayed, there was only a notification of no input signal.